Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported having ongoing issues with o2 mismatch alarms. Complainant did not indicate patient harm.

Manufacturer narrative:
A field service engineer (fse) went onsite to evaluate the device. The device logs were also provided for further investigation. The reported issue was confirmed in the device logs; however, the alarm does not appear on the logs after the performance of the 2-point o2 cell calibration. During the device evaluation by the fse, there was no fault found with the device. The fse confirmed that the sinter bronze filter was snug, verified vti/vte and internally inspected to confirm there are no issues with the tubing. The device passed all testing, and no discrepancies were found during the internal inspection. As a precaution, the device?s oxygen sensor will be replaced to reduce the probability of occurrence.